Manufacturer narrative:
This report is submitted on 28 august 2020. Attachment: [174731-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on july 1, 2020.

Event description:
Per the clinic, it was reported that the patient developed swelling and an infection at the implant site. The patient was treated with topical and IV antibiotics; however, the infection was unresponsive. Subsequently, the device was explanted on (B)(6) 2020.